Manufacturer narrative:
Internal complaint reference case (B)(4). Almoguera-martinez, a., godinho-soares, c., bernal, v. C., esteban, j. A. P., garcia-lopez, m., & arriba, m. á. P. (2021). Anterior tibiofemoral dislocation after total knee arthroplasty: a case report and literature review. Chinese journal of traumatology. Doi: doi.org/10.1016/j.cjtee.2021.07.002.

Event description:
On the literature article named "anterior tibiofemoral dislocation after total knee arthroplasty: a case report and literature review", it was reported that, after a tc-plus primary system had been implanted on 1 patient, the patient had an indirect torsional trauma of the left knee during a fall. The patient was diagnosed with probable left knee prosthesis tibiofemoral dislocation and was treated with physical therapy. 4 months after the traumatic event, the patient suffered from an anterior tibiofemoral dislocation. A closed reduction was performed urgently under general anesthesia. After the procedure, a thrombosis of the popliteal artery was proved. With this diagnosis, a popliteal-popliteal bypass was performed, and the dislocation was then stabilized with an external fixator type ¿hoffmann ii¿ (stryker) in the same procedure. After the fixator was removed during a planned surgery, it was observed that a non-tolerable instability was present and it was decided to surgically replace the components. 9 months later, the knee components were replaced with a rotating hinge knee type (zimmer) without complications.. The patient outcome is unknown.

Manufacturer narrative:
Additional info in: d, g, h. Results of investigation: the study of almoguera-martinez et. Al. [1] reports a case, involving a tc-plus knee prosthesis. The patient suffered from an anterior tibiofemoral dislocation. This resulted in additional surgeries and subsequently to a revision of the knee system due to joint instability. As this is a literature complaint, the parts, used in treatment, were not returned for investigation. The part and the batch number of this device are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. A complaint history review was conducted. The reported failure mode is listed among the potential adverse device effects, stated in the current IFU. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medical documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to the literature report, the torsion of the knee might have contributed to the reported event. However, the root cause for the reported knee instability cannot be assessed. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1]: almoguera-martinez a, godinho-soares c, calcedo bernal v, pareja esteban ja, garcia-lopez m, plasencia arriba má. Anterior tibiofemoral dislocation after total knee arthroplasty: a case report and literature review. Chin j traumatol. 2021 jul 7:s1008-1275(21)00113-9. Doi: 10.1016/j.cjtee.2021.07.002. Epub ahead of print. Pmid: (B)(6).